Event description:
During evaluation it was observed that grease was not applied to the pump's cams.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.